Event description:
Water chamber of hotline blood warmer 1800-5 level I was filled with pink fluid after administering 200cc of pt cellsaver blood to tubing link. Hotline was discontinued from pt, blood was drawn from the pt for culturing.